Event description:
It was reported that the right ventricular (rv) lead impedance had been trending downward to low measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7230cx, implantable cardioverter defibrillator (ICD), (B)(6) 2003. (B)(4).